Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the buttons on the keypad were not responding to the key presses. The device's front panel/keypad led pca was replaced the address the issue.